Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was intractable spasticity. The patient reported that with his second pump he was put on antibiotics. He stated that after a couple of weeks he started hurting. They discovered that there was an infection, and the catheter was a ¿knot on the spine/seroma/broke off¿ and he had to have surgery to fix that. He thought the surgery may have been in 2007 and part of the broken catheter was left in his spine.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 28-aug-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.